Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead due to double counting of r-waves. The sensitivity was adjusted to resolve and there have not been any alerts since. The lead remains in use. No patient complications have been reported as a result of this event.